Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 5, 2016. (B)(4). The sample was not returned for evaluation. In addition, the lot number of the affected product was not provided; therefore, a review of the device history record could not be performed and evaluation of a retention sample was not able to be conducted. According to additional information provided by the user facility, it was confirmed through their own investigation of the event, that the reported issue was due to the vaporizer used during the case. It is unknown who manufactures the vaporizer. Due to this additional information and the lack of sample return and product information, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the user stated that there was "no oxygenation by the color of the outlet blood" and the dropping venous saturation. The user checked the gas line for kinks and none were found. The user then changed the gas connection and turned the unit up to 10 l/min and fio2 up to 80%. This seemed to alleviate the issue. The user then did blood gases every 10 minutes thereafter which showed good po2 yet poor pco2 elimination. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.